Event description:
A nurse reported that following bilateral intraocular lens (iol) implant surgeries, a pt was not able to see well in both eyes. The lens was exchanged. There are two manufacturer reports associated with these events. This report is for the fellow eye.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain add'l info by phone, fax and email. A completed questionnaire was not received. (B)(4).